Event description:
It was reported that the ventilator generated an communication/control error. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an communication or control error. The service engineer replaced the control printed circuit board (pcb) according to the recommendations in the service manual. After replacement, the ventilator was handed over to the customer in working condition. No device logs were received and no part was returned despite reminders. If a defect related to the reported error code appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the fault condition appears during startup, the reported startup error code will be generated and ventilation cannot be started. As no goods or device logs were returned for investigation, the reported problem could neither be confirmed nor the root cause determined.